Manufacturer narrative:
(B)(4). Medwatch#: (B)(4). The device was manufactured between: 23 sep 2016 and 24 sep 2016. (B)(6). (B)(4). The device was received for evaluation. During visual inspection, the luer lock was observed missing from the set. It was also noted that there was a lack of solvent on the tail end of the tubing. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink set was missing the end cap. This was noticed during priming of the IV tubing, when the nurse observed the end cap of the tubing was not there. There was no patient involvement. No additional information is available.